Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the imaging system would not complete synchronization with the viewing station of the imaging system. To resolve the issue, the application software was reinstalled on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would not complete start up. The imaging system was reported to have displayed "system initializing please wait" and would not progress past the prompt. There was no patient present when this issue was identified. No additional information was provided.